Event description:
A patient reported experiencing inaccurate erratic results with fasttake meter. The patient's blood glucose results were 111 mg/dl, 221 mg/dl, 136 mg/dl. Tests were done < 10 minutes apart with a difference of 42%. Patient did not experience any adverse events. No further information has been reported.